Event description:
There was an allegation of questionable elecsys troponin t hs results for two patient samples from a cobas e 801 analytical unit. The customer believed none of the results matched the clinical status of the patients and suspected interferences in the samples. Patient 1 on (B)(6) 2025, the result was 331 pg/ml. On (B)(6) 2025, the result was 535 pg/ml. On (B)(6) 2025, the result was 315 pg/ml. Patient 2 on (B)(6) 2025, the result was 799 pg/ml. On (B)(6) 2025, the result was 470 pg/ml. On (B)(6) 2025, the result was 209 pg/ml. On (B)(6) 2025, the result was 241 pg/ml.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The sample material from the patient was requested for investigation.

Manufacturer narrative:
Sample material for both patients was received for further investigation, and the customer's results were reproduced. The investigation determined that the elecsys troponin t hs results were valid. There was no malfunction of the device.